Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that although the usual stimulation strength was set to 3.0, patient could not feel stimulation, even when it was increased. The stimulation was displayed as on, and charging was confirmed to be ok. The stimulation strength was increased to the maximum, but patient still could not feel it. Although eri (elective replacement indicator) or eos (end of service) was not displayed on the programmer screen, it was recommended patient consult with their physician due to the possibility that the stimulation device might have stopped. The issue was not resolved at the time of this report.